Manufacturer narrative:
Evaluation of the returned pod xl confirmed that the embolization coil was detached. Evaluation revealed that the pet lock was intact on the proximal end of the pusher assembly, and the pull wire was advanced through its original location and beyond the distal tip of the pusher assembly. This type of damage typically occurs if the pod xl is advanced or manipulated against resistance during use. Based on the reported event, the root cause of resistance could not be determined. The pull wire advanced distal to the pusher assembly contributed to the embolization coil detaching from its pusher assembly. Further evaluation revealed a kink and bends along the length of the pusher assembly. This damage was incidental to the reported complaint and may have occurred during packaging of the device for return. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization using a pod xl and a non-penumbra base catheter. While advancing the pod xl through the base catheter, the embolization coil unintentionally detached. The base catheter containing the detached embolization coil was removed from the patient. The procedure was completed using a non-penumbra coil and another non-penumbra base catheter. There was no report of an adverse effect to the patient.